Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had been on intra-aortic balloon pump (iabp) and began to decompensate. The decision was made to remove iabp and escalate to the impella cp device. During support, the patient lost pulses in the right leg prior to being transferred to an outside hospital. The md was not comfortable placing antegrade sheath for distal perfusion. Upon arrival to accepting hospital, impella assisted percutaneous cardiac intervention (pci) was performed and impella was removed following pci.